Event description:
Customer states they have been noticing the back driver arm bending further and further from the syringe and is beginning to have trouble priming the unit. Assures that the unit has not been dropped, bumped or exposed to moisture and has no idea how this happened.